Event description:
Inbound; pt reporting no disposable clamp tubing alarm, turned pump off/on, reseated cassette, and cleaned metal sensor with same alarm, switched to backup pump with same alarm, switched to new cassette, working without issue. Unable to get cassette lot number as packaging was discarded. No further details provided.